Event description:
The clinical director reported the the extension set cracked and leaked where it connects to the syringe pump (baxter as50 infusion pump) while infusing versed. The reporter stated that the patient probably received an extra bolus after the leak was discovered. No patient injury was reported. No additional information is available.